Event description:
Clear, yellow fluid in left knee [joint effusion]. Swelling [joint swelling]. Pain [arthralgia]. Case description: spontaneous report received on (B)(6) 2010 from a physician via a licensed practical nurse (lpn) regarding a (B)(6) male pt, initials (B)(6), with a relevant medical history of osteoarthritis, previous synvisc-one treatment on (B)(6) 2009, and previous synvisc treatment between (B)(6) 2009. The pt received the first and second synvisc injections into the left knee on (B)(6) 2010. The synvisc lot number was n1007 with an expiration date of jan-2013. Starting 24 hours after receiving the second synvisc injection, the pt complained of pain and swelling. The pt went into the physician's office on (B)(6) 2010 and had the left knee aspirated of 50-60 cc of clear, yellow fluid. The pt then received a cortisone injection in the left knee as treatment. The hcp assessed the relation of the events as definitely related to synvisc. No further info was provided. As of the date of receipt of this report, the pt outcome was unk. See manufacturer's control numbers: (B)(4) for other adverse events from this reporter. Manufacturer's comment: the benefit-risk relationship of synvisc is not affected by this report.